Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 480 (mg/dl) and ketones. A manual injection and correction bolus were delivered to address bg levels. Customer reports an illness is contributing to the elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.